Manufacturer narrative:
Device not returned for analysis.

Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the device was dropping clips. The clips did not fall into the pt. There was no pt consequence.